Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's right ventricular lead exhibited loss of capture. An insulation breach was confirmed. The lead was explanted and replaced with a leadless pacemaker. There were no patient consequences.